Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was sliced prior to receipt. This is believed to have occured during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occured during revisions surgery. System lock could not be obtained at any spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced prior to receipt. This is believed to have occured during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occured during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed the mechanical tests performed. The internal visual inspection revealed that the bond wires on the analog chip were shorted. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed that the bond wires of the digital chip were shorted. The failure of this device is attributed to shorted bond wires within in the digital chip, which prevented the device from achieving lock. A corrective action has been implemented. This is the final report.

Event description:
It was reported that there was no lock between the device and the external equipment. External equipment was exchanged; however, this did not resolve the issue. The recipient's device was explanted.